Event description:
Boston scientific received information that this boxed cardiac resynchronization therapy defibrillator (crt-d) had failed final pack testing. No adverse patient effects were reported.

Manufacturer narrative:
Detailed analysis is pending.

Event description:
--

Manufacturer narrative:
Upon initial analysis the device had failed a final pack test due to a firmware revision. Analysis concluded that the device was functioning normal and capable of sensing and delivering therapies.